Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to pull the medication. A technical support specialist (tss) dialed into server and verified that the respiratory role had 'remove' permission for respiratory medications only. The tss applied the steps in the 'unable to remove - no access' knowledge article to resolve the issue. The tss verified that the respiratory security group medications for the main drawers and tower doors were being loaded into the ed and verified that all users provided by customer had the respiratory role assigned to them. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es facility reported that respiratory therapists could pull only one medication from the ed pyxis. Other medications that they typically access in other pyxis cabinets were greyed out with an "access issue." This affected multiple respiratory therapists, suggesting a role-or user-type configuration issue rather than individual user accounts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.